Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka), lactic acidosis, and refeeding syndrome on (B)(6) 2025. The patient's blood glucose levels were not provided. It was reported that the personal diabetes manager (pdm) did not alert the patient that the pod worn had expired, which resulted in the patient not receiving insulin for 10 hours. Symptoms reported include nausea, intense body ache, and coffee-ground emesis. The coffee-ground emesis prompted the patient to seek medical assistance. The fire department and ambulance were called, and the patient was taken to hospital by ambulance. The patient was treated anti-emetics, pantoprazole, pain medications, and intravenous fluids. The patient was discharged on (B)(6) 2025. The patient has received a new pdm and it was reported to be working properly. Follow up is being conducted to obtain additional information about this specific incident. If additional information is received, a supplemental report will be submitted.